Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that this case is from health authority. It was reported that during the radical resection of esophageal cancer surgery, after fired, could not open the jaw and noted some staples malformed with irregular shape. Changed to new reload to complete surgery. There was no patient consequence reported. No additional information can be provided.